Event description:
Hcp reported pt developed wound infection and subdural empyema approximately two weeks after placement of right dbs. Craniotomy for evaluation of infection and removal of lead (generator left in place in 2002). Pt had declined replacement of lead at last visit in 2003. Hcp reported pt had severe diabetes that compromised wound healing at initial placement and led to wound/brain infection. The device was removed but not returned to the manufacturer for analysis.